Event description:
It was reported while using bd¿ blunt fill needle 18 g foreign matter was found in the syringe. The following information was provided by the initial reporter: the nurse notified the presence of a foreign body in the product in question, whose packaging was sealed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd¿ blunt fill needle 18 g foreign matter was found in the syringe. The following information was provided by the initial reporter: the nurse notified the presence of a foreign body in the product in question, whose packaging was sealed.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.